Manufacturer narrative:
H3, h6: the real intelligence cori, (us) rob10024, (B)(6), used for treatment was not returned for evaluation, however pictures were provided that confirmed the surgeon's concerns. The implant and knee image on the information screen is for a left knee although they are working on a right knee. However, this is a stock image and has no bearing to the case or the gap assessment. A relationship between the reported event and the device was established, but the system is operating as intended. The most likely cause of this event is the surgeon's misinterpretation of information on gap planning screen. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. As a result of the risk assessment the documented risk file will undergo further investigation and possible adjustment by the site quality team. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, during a cori-assisted surgery, when they were doing a right knee and in the gap collection screen, the implants were correctly oriented for a right knee. During milling, they hit the information button, I button top right, to check resection numbers. They noticed that the implant orientation on the information screen was for a left knee. The next right knee, this same orientation switch was shown in the information button. Surgeon now wonders if the bars still represent the same stress in each compartment when the information screen is brought up since it only shows a left implant. It is unknown how the procedure was completed. The patient outcome is unknown. No delay was reported.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a cori-assisted surgery, when they were doing a right knee and in the gap collection screen, the implants were correctly oriented for a right knee. During milling, they hit the information button, I button top right, to check resection numbers. They noticed that the implant orientation on the information screen was for a left knee. The next right knee, this same orientation switch was shown in the information button. Surgeon now wonders if the bars still represent the same stress in each compartment when the information screen is brought up since it only shows a left implant. The procedure was completed with the same device without delays. The patient was not harmed.